Event description:
Steris was contacted on (B)(6) 2025 regarding an alleged infection following a patient procedure occurring on (B)(6) 2023. It was reported that the verify dual species self contained biological indicator and verify disposable biological steam test pack were used with the sterilizer at the user facility.

Manufacturer narrative:
Investigation of the reported event is in progress; a follow-up report will be submitted when additional information becomes available. UDI related data clarification - the lot/serial number is unknown, therefore, the applicable production identifiers were not included in the MDR.